Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number : 5032421 / 5038351; model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2218-70; serial number: (B)(4); batch/lot number : 5094518 / 5094519; model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms of fever and drainage at the ipg site was noted. The physician believed that the infection was not device related and was not sure of the cause. The patient was prescribed with antibiotics and underwent an explant procedure.